Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
This event was previously reported under a different manufacturing report number. Please reference MDR #1822565-2012-02588 for further information.